Event description:
Complainant indicated that the medics were attempting to monitor a male pt (age unk) who was in cardiac arrest, but the device screen only displayed dash lines and a "lead off" error message. The medics unplugged all connections and changed the electrodes. But they still rec'd the same screen display and error message. Eventually, the medics were able to obtain a screen display of the pt's electrocardiogram rhythm, but the malfunction delayed pt treatment for 3-4 minutes. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.